Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged with bent pins. The belt was unable to connect to a monitor. The root cause for the bent pins was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged.